Event description:
The nurse reported an unplanned vitrectomy occurred. The nurses could not get the vitrectomy probe to connect to the system. The nurse contacted the company technical support specialist (tss) to assist with troubleshooting. The tss determined the nurse was attempting to use the incorrect vitrectomy probe. Additional info received from the nurse confirmed a posterior capsule tear occurred. The nurse stated there were no patient injuries.

Manufacturer narrative:
The facility did not request service for the system. The nurse realized she was attempting to use the vitrectomy probe for another cataract system. The vitrectomy probes are clearly labeled with the system compatibility. No consumables were saved for evaluation. The root cause of the patient event cannot be determined in this investigation . Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 11/20/2008.